Manufacturer narrative:
While performing mod424, the technician began to adjust the brakes and the right foot caster would not adjust back from the brake point. The caster would not come out of brake. The technician replaced the caster and adjusted it to repair the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Info received indicates the right foot caster would not unlock from the brakes mode.